Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to strain/wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the quick coupling device housing and gear were broken and torn off, and the mechanics were dirty, oily, and corroded. It was noted in the service order ¿aged deterioration¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon complaint review, it was determined that the incorrect product was documented on the initial report. The brand name, common device name, device product code, catalog number and serial number have been updated accordingly to reflect the correct information. It was reported by (B)(6) that during service and evaluation, it was observed that the housing and gear were broken and torn off, and the mechanics were dirty, oily, and corroded on the drill chuck device. It was noted in the service order ¿aged deterioration¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.